Manufacturer narrative:
Other: review of the device history record at superdimension for this lot did not reveal any abnormalities. The device was manufactured and tested according to device specifications and procedures. The device was discarded by the site after the procedure was completed. Pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approximately 27% with the CT guided procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen.

Event description:
In 2008, it was reported to superdimension that after a superdimension case six days prior, the patient went home and later that evening presented in the emergency room where it was discovered that the patient had a pneumothorax and a chest tube was placed. Superdimension spoke with the physician from the case and he alleged that while using the supertrax biopsy forceps he viewed them "jump" forward under fluoroscopy and thinks it is possible that this movement caused the pneumothorax. It was also reported by the physician that the patient's tension pneumothorax caused poor vascular flow, which caused hypotension, which caused a clot in his leg leading to vascular surgery. The patient has recovered and is now ok.